Event description:
When discontinuing the catheter from the internal jugular, an approximately 14 cm piece of metal guidewire came with the catheter. It appears that the guidewire may have broken during the insertion. There was no apparent patient injury. Dates of use: (B)(6) 2014. Diagnosis or reason for use: central line IV access. Event abated after use stopped or dose reduced: yes.